Event description:
It was reported that the user experienced an occlusion alarm while using the ilet system, paused therapy in the car due to lack of supplies, then later performed a factory reset with guidance and resumed insulin delivery using all new supplies; the reset was pursued due to recurrent low glucose, and the issue resolved only after supply change. Symptoms included hypoglycemia managed with oral glucose. Outcomes included temporary interruption of insulin delivery and user-led mitigation with carbohydrate treatment and resumption of therapy after setup with new supplies. Investigation included troubleshooting and education over the phone. Investigation of this case revealed that replacing the infusion set and related supplies resolved the occlusion and enabled normal delivery. It was concluded that the event was related to an infusion set occlusion that resolved after supply replacement, with no further device malfunction identified.